Event description:
An adc customer reported receiving imprecise meter readings of 25mg/dl, 157mg/dl, 238mg/dl and 76mg/dl obtained within a ten minute timeframe. When plotted on the parkes error grid, the results fell into the "c" zone showing the difference in the values are considered clinically significant. There was no report of serious injury, death, mistreatment or permanent impairment associated with this report.

Manufacturer narrative:
The product has been requested back for investigation, and a supplemental report will be submitted once investigation results are complete.